Event description:
It was reported that this pacemaker exhibited loss of capture (loc) resulting in asystole greater than two seconds on the right ventricular (rv) lead. Pacing impedance measurements were also found to be high out of range. Reprogramming options were discussed. Additional information was received that reprogramming was performed and the physician plans to continue to monitor. No additional adverse patient effects were reported. At this time, this device system remains in service.